Manufacturer narrative:
(B)(4): upon follow up it was reported that the patient recovered from the peritonitis and was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested as abdomen pain and cloudy peritoneal dialysis fluids. The patient was hospitalized for this event. Treatment for the peritonitis was not reported. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.